Manufacturer narrative:
D2b: pro code (product code) - obj. B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter broke inside the guide catheter while being removed from the body. There were no patient issues.